Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent system was used during a stent placement procedure on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment for a malignant stricture due to lung cancer. The stricture was located in a bronchium and reported to be the same length as the stent. The patient anatomy was not tortuous; however, it was noted that the distal end of the lesion may have included a side branch. During the procedure, the stent system was advanced over a guidewire and positioned at the target site without resistance. The physician then deployed the stent. However, when the physician withdrew the delivery catheter, the stent was moved into the trachea. The delivery system was removed and the stent was retrieved with forceps. Following removal of the device, the physician examined the stent and "judged that the development of the stent was insufficient." The procedure was completed with a different device. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be "good". Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. **additional information received since august 17, 2012** according to the complainant, when the physician withdrew the delivery catheter, the stent was only partially deployed and the stent was moved into the trachea. The stent fully released from the delivery catheter as the catheter was removed from the patient. The deployed stent was retrieved with forceps.

Manufacturer narrative:
(B)(4). Reported event of stent deployment issue (partial deployment). Reported event of delivery catheter difficult to remove. : a visual examination of the returned device found that the stent had been deployed from the device and had been returned. The deployment suture thread and the pullring were not returned. No issues were noted with the profile of the deployed stent. It was noted that the shaft was kinked at 130mm proximal to the distal tip. No other issues were noted with the device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. The reported event of delivery catheter difficult to remove. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent system was used during a stent placement procedure on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment for a malignant stricture due to lung cancer. The stricture was located in a bronchium and reported to be the same length as the stent. The patient's anatomy was not tortuous; however, it was noted that the distal end of the lesion may have included a side branch. During the procedure, the stent system was advanced over a guidewire and positioned at the target site without resistance. The physician then deployed the stent. However, when the physician withdrew the delivery catheter, the stent was moved into the trachea. The delivery system was removed and the stent was retrieved with forceps. Following removal of the device, the physician examined the stent and "judged that the development of the stent was insufficient." The procedure was completed with a different device. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be "good". Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.